Manufacturer narrative:
Investigation summary: it was reported there was a black stain found on the syringe tip. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show the bottom part of a syringe in its packaging blister. The syringe has black specks and no other defects or imperfections were observed. A device history record review was completed for provided material number 302832, lot number 0031379. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a black stain was found on the tip of the bd luer-lok¿ tip syringe before use. The following information was provided by the initial reporter: "black stain found on the syringe tip of 30ml luer lok syringe. Incident occur: before use."